Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify similar incidents from this lot. All available information was investigated, and the reported sleeve steering issue appears to be related due to patient¿s pathology/morphology. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the sleeve steering issue. It was reported that this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr). The clip delivery system (cds) was advanced; however, due to massive vena cava tortuosity, the cds did not steer correctly. It was not possible to steer down to the valve, after almost one full turn in the m-direction. The clip was not implanted and was removed. No clips were implanted. The procedure was aborted, and mr remains 4. There was no adverse patient effect and no clinically significant delay in the procedure. The patient remained stable. No additional information was provided.